Event description:
The account alleged the patient position module will set and shut off by itself. This resulted in a patient fall and no injury occurred due to the fall.

Manufacturer narrative:
The technician investigated the alleged incident and the account stated that the bed alarm was set and allegedly fifteen minutes later the patient fell after leaving the bed. The bed allegedly did not alarm and the account stated that the bed exit alarm would not stay on. The technician asked if he could test the bed and the account would not let the technician test the bed. The technician was only able to get a statement from the account. The account did state there was no injury due to the fall.